Manufacturer narrative:
Additional information. Investigation summary: a direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. It was reported that the patient received a stat echo test for dizziness while at the clinic. The patient was noted to be hypovolemic and had a low pi value of 1.9. The patient was reported to have severe aortic insufficiency. Oral fluids were encouraged and the dizziness resolved. The patient is stated to be currently doing well at home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The hmii lvas IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant.

Manufacturer narrative:
Approximate age of device: 5 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received an echo for dizziness while at the clinic. Patient was noted to be hypovolemic and has severe aortic insufficiency. Oral fluids were encouraged. The dizziness resolved and the patient is currently doing well at home. No further information was provided.